Event description:
During evaluation of a returned spectrum iq infusion pump, found damage to the keypad (options button not operating properly). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device observed the "options" button required excessive force to operate. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be keypad failure which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.